Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the approximating lever broke and the device was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.